Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging obtaining inaccurately low blood glucose results of ¿104, 114, 113 and 116 mg/dl¿ compared to their feelings and/or normal readings. At the time of troubleshooting, the reporter performed a control solution test and the result fell outside of the specified control solution range. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed testing. The reported issue could not be confirmed. In addition, the test strips were found to have exceeded their shelf life. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.